Event description:
It was reported that during a ladg, it was found that some staples were malformed at the seventh firing since oozing occurred. About three staples deployed on the existing staple line were malformed (lumbricoid shape). Staples of the distal end and the proximal end seemed to be formed properly. The oozing was stopped by additionally suturing. Blood transfusion was not required. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with one ecr60w cartridge loaded on the device. The reload was received fully fired. The instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced a few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. No further functional testing could be performed due to the condition of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.